Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tsb45 staples malformed. Device worked properly after using reload to complete the case. There was no consequence to the pt. The device was discarded.